Manufacturer narrative:
The vessel sealer extend instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. The instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system and the instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions, however the grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moved freely up and down grip the grip drive adapter. The grip ring screw was still in place.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic surgical procedure, after inserting the vessel sealer extend (vse) instrument once, the jaws never opened, and the instrument was unusable. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was not used during the surgical procedure and the instrument release key (irk) was not used.